Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm. The date of event is an approximation. On (B)(6)2026, it was reported that the patient experienced a detached sensor wire stuck in the skin which occurred on an unspecified day the sensor had been inserted in the arm. Approximately 3 weeks ago, the patient removed g7 from her left arm. At the time of removal, she did not notice anything wrong. A few days later, she began to notice a reaction at the prior insertion site that looked like an insect bite which kept getting bigger. She described the area as ¿a big red knot. She further described the area as ¿extremely red, irritated, warm to the touch, uncomfortable, painful,¿ and stated that ¿the tissue surrounding it is also inflamed underneath and it looks infected,¿ and that ¿if you manipulate the tissue, you can feel it hardened underneath.¿ over the course of three weeks, the patient reported that ¿every day it¿s just getting worse,¿ with increasing soreness in the arm. The patient believed that the sensor wire was stuck in her arm causing the reaction. On wednesday, 04/29/2026, the patient underwent an x-ray of the left arm, which didn't confirm the wire under the skin. On the morning of friday, (B)(6)2026, the patient was evaluated by her primary care doctor. The physician prescribed an oral antibiotic, keflex (unspecified dosage and frequency as patient haven¿t picked it up yet). The physician also is trying to find a general surgeon or somebody to go digging around on the site. The patient was awaiting further medical direction and possible surgical referral. Dexcom ts called patient for follow up on (B)(6)2026, stated that she underwent a punch biopsy on (B)(6)2026, performed by a doctor, and received a local anesthetic injection at the time of procedure. The patient was prescribed oral doxycycline (dosage and duration unspecified) and the patient is doing better. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available

Manufacturer narrative:
(B)(4). Health effect clinical code - subcutaneous nodule